Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic probe, balloon cannot be attached correctly. Additionally, distal end was loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, a small piece of the white plastic distal tip came off the ultrasound bronchofibervideoscope. The small piece was retrieved and there were no reports of patient harm.